Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   Based on the results of the investigation and the information provided, it could not be definitively determined what foreign material was remaining in the device. There was no damage to the area where the foreign material was detected. The legal manufacture could not confirm reprocessing was conducted in accordance with the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be prevented / detected by following the instructions for use: instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited due to clogging of the suction tube in the universal cord, foreign objects came out of the suction port. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.